Manufacturer narrative:
An event of mitral regurgitation was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "prospective evaluation of tmvr for failed surgical annuloplasty rings: mitral trial valve-in-ring arm 1-year outcomes", was reviewed. This research article is a prospective multi center experience to report 1-year outcomes of high-risk patients with failed surgical annuloplasty rings undergoing transseptal mitral valve¿in¿ring (mvir) with the sapien 3 aortic transcatheter heart valve(thv). Between january 2016 and october 2017, 30 patients underwent transseptal mvir procedure. Patient history included: diabetes, atrial fibrillation, chronic kidney disease, chronic obstructive pulmonary disease, heart failure, stroke, coronary artery bypass(CABG). It was reported that an (B)(6)-year-old male patient was previously implanted with a 28mm sjm seguin. The patient underwent mvir due to mitral regurgitation and was implanted with a 26mm sapien 3 valve. The article concluded transseptal mvir was associated with a 30-day mortality rate lower than predicted by the society of thoracic surgeons score. The primary and corresponding author is mayra guerrero, md, mayo clinic college of medicine, department of cardiovascular medicine, mayo clinic hospital, 1216 2nd street sw, rochester, minnesota 55905, USA with the corresponding email: mayraguerrero@icloud.com.